Manufacturer narrative:
The device has been returned to animas and evaluated on 03/29/2016 with the following findings: the pump¿s black box started on 03/01/2016. The event date of (B)(6) 2016 was not available due to continued use of the pump. The available black box data showed multiple loss of primes warnings associated with a low non-zero force. One warning occurred on (B)(6) 2016 at 11:59 and deliveries resumed at 12:38. Another loss of prime warning occurred on (B)(6) 2016 at 17:14 and deliveries resumed at 17:23. On (B)(6) 2016 at 06:48 the pump gave another loss of prime warnings and deliveries resumed at 09:38. On (B)(6) 2016 at 18:02 there was another loss of prime warning and deliveries resumed at 18:08. On (B)(6) 2016 at 13:59 there was another loss of prime warnings and deliveries resumed at 18:41. On (B)(6) 2016 at 05:08 there was another loss of prime warnings and deliveries resumed at 05:17. On (B)(6) 2016 at 18:53 there was another loss of prime warnings and deliveries resumed at 21:38. On (B)(6) 2016 at 16:56 there was another loss of prime warnings and deliveries resumed at 17:30. On (B)(6) 2016 at 23:20 there was another loss of prime warnings and deliveries resumed at 23:26. On (B)(6) 2016 at 13:41 there was another loss of prime warnings and deliveries resumed at 14:17. On (B)(6) 2016 at 11:50 there was another loss of prime warnings and deliveries resumed at 12:41. An ezprime and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The recorded total daily doses of insulin added up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering accurately and within the required range. The force sensor calibration check showed that the pump was detecting the correct force. The alleged issue could not be duplicated during the investigation. Unrelated to the initial allegation, the battery compartment was cracked on the side from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that on 02/22/2016 the patient experienced a low blood glucose as a result of priming the pump while still attached. It was alleged by the reporter that the patient primed while attached while receiving multiple loss of prime warnings from the pump. The reporter was unable to troubleshoot the source of the loss of prime warnings at the time of the call. The reporter stated that the patient believed they had a blood glucose level of 40 mg/dl but did not test to verify. The reporter alleged that the patient had 'passed out' and woke up at 9am. The reporter stated that after waking up the patient self treated with carbohydrates. The reporter refused to complete troubleshooting with customer technical support at the time of contact. This complaint is being reported due to the reporter allegeging that the patient lost conciousness as a result of priming the pump while still attached.